Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with a message "electrocardiograms cleared due to invalid data". The message was cleared to prevent displaying inappropriate data. The patient was doing fine and would....